Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer is receiving a blank display on the screen on their insulin pump. The customer's blood glucose level is at 191 mg/dl. There were no signs of physical damage or water damage to the device. The customer was advised that the issue may be the battery cap and so new battery caps were sent to the customer. No further information was provided.